Manufacturer narrative:
(B)(4). Date sent: 10/28/2016. Photographic analysis: picture provided shows four images, the images were from a cut and staple line. It appears that one staple is missing from the staple line on the right side of the cut. An image with a green reload is seen and the staple line partially observed, the staples appear to be properly formed. Based on the photo alone the event describe is confirmed, unfortunately there is not enough evidence in the photo to determine root cause.

Manufacturer narrative:
(B)(4). Batch # n56716. The analysis found that one plee60a device was returned in good visual condition and with one gst60t cartridge loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported the doctor was performing a laparoscopic vertical sleeve gastrectomy with a plee60a endocutter and a gst60t black reload with seam guard buttressing material. On the first firing, the fourth staple from the distal portion of the endocutter, on the inner most row, on the specimen side of the reload, didn't deploy. The remaining staples deployed and the cut line was clean. The doctor changed to gst60g green reloads and a second like endocutter to continue and complete the procedure with no consequence to the patient.